Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a pt. The customer reported there was no pt harm. The MFR's service tech reported a diagnostic code in the ventilator log history that indicated a ventilator restart. The unit was not under warranty and the customer declined service.

Manufacturer narrative:
Results and conclusions: unit out of warranty; customer declined service.